Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) in 2009. The icl was explanted six days later, due to excessive vaulting. Subsequently, the patient had elevated iop and shallowing of the anterior chamber. The lens was exchanged for a shorter icl. The pt had an ac rinse the following day. The pt had trace stromal edema. The patient's current best-corrected visual acuity is 20/15.

Manufacturer narrative:
Excessive - results - a lens work order search was performed and no similar complaint was found within the work order.